Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Due to lack of information from the customer, the investigation was unable to determine a root cause.

Event description:
The customer complained of questionable results on approximately 100 patient samples when tested for ion selective electrode (ise) sodium (na) and ise potassium (k). One physician had contacted the laboratory because he did not believe an na result. Of the approximately 100 samples reanalyzed on another instrument, nine were found to be erroneous and reported outside the laboratory. These results were later corrected in the lis. Due to this event the head of the department implemented a filter in their lis that stopped na results below 130 mmol/l. Sample 1 had an initial na of 121 mmol/l and a repeat of 140 mmol/l. Sample 2, from a (B)(6) male, had an initial na of 116 mmol/l and a repeat of 134 mmol/l. Sample 3, from a (B)(6) male, had an initial k of 4.2 mmol/l and a repeat of 4.9 mmol/l. Sample 4, from a (B)(6) male, had an initial na of 140 mmol/l and a repeat of 149 mmol/l. Sample 5, from a (B)(6) male, had an initial na of 117 mmol/l and a repeat of 142 mmol/l. Sample 6, from a (B)(6) male, had an initial k of 3.5 mmol/l and a repeat of 4.1 mmol/l. Sample 7, from a (B)(6) male, had an initial na of 121 mmol/l and a repeat of 134 mmol/l. Sample 8, from a (B)(6) male, had an initial na of 119 mmol/l and a repeat of 141 mmol/l. Sample 9, from a (B)(6) male, had an initial na of 125 mmol/l and a repeat of 138 mmol/l. There were no deaths, injuries, illnesses or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any actions taken. Lot numbers and expiration dates of the ises involved were requested but not provided. A precision check was performed on both ise units and were good. No visible errors were found in ise flow or in the sample probe. After the laboratory began reanalyzing na below 130 mmol/l no erroneous results were found over the weekend.